Event description:
Customer reported they were questioning three low positive samples (rlus 600) across two sars-cov-2 tma runs on panther instrument sn (B)(4). Customer did not upload logs for review. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Hologic technical support (ts) could not review logs since customer did not upload any. According to customer, the runs looked clean with normal control rlus. Ts advised customer it was possible the specimen had low target or was mishandled/contaminated, but without log review they could not rule out instrument or reagent preparation issues. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.